Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump was intermittently delivering "random" boluses. Additionally, it was reported that the control iq feature was "not working." Custer's blood glucose level was 150 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the customer alleged the pump was intermittently delivering "random" boluses, the control iq feature was not working and the pump would intermittently alarm while in customer¿s pocket. Customer¿s blood glucose level was 150 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the allegations, and also request that customer upload pump data for evaluation; however, no response was received.